Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issued that the right side panel has a zipper pull tap missing. Panel side b: pt access window zipper slider body is open. Note: instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper fro closing securely. Never leave the pt's beside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Inspect zipper coils for any kinds of misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use zipper pull-tabs and ensure that zippers are fully closed. (B)(4).

Event description:
The customer reported the right side panel has a missing pull tab and a foam tubing is missing on the foot panel. The customer did not provide a date of event but did specify that there was no pt incident or injury that occurred.